Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 24jan2019. The user interface assembly was returned to philips for evaluation. Testing revealed that the burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16nov2018. International UDI: (B)(4). Philip's field service engineer performed troubleshooting and confirmed the reported issue. The user interface was replaced to address the finding

Event description:
It was reported that the display was too dark and dim and the touch navigation ring wasn't working. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.